Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 436 mg/dl because she was waiting on the sensor to alarm and she had not checked her blood glucose level. She then found that the sensor cannula was not inserted in the skin and therefore the sensor was not reading. There was another time when she high blood glucose of 500 mg/dl due to stomach issues and was hospitalized. The customer had initially called to report having issues with the sensors getting stuck in the serter. Customer was assisted with the proper insertion process.